Event description:
Yesterday, my husband used the ellume covid-19 home test kit which gave him a positive result. He then went to our urgent care facility which did a pcr test and the result came back negative. So the ellume test gave a false positive. The lot number of the ellume covid-19 home test was 21252-1, ref# m1014423; for covid-19 test.